Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strip not returned for evaluation. Most likely underlying root cause of malfunction: test strip issue.

Event description:
Consumer complaint of blood result reading of "hi". Customer feels well and does not require medical attention. Customer's expected results are 86-90 mg/dl. Verified the strips expire on 07/13/2017 and were first opened (B)(4) 2015. Customer ran back to back blood test, hi and 248mg/dl. Reviewed the results in the meter memory: 248mg/dl (B)(6) 2015 10:38am; hi (B)(6) 2015 10:33am; 445mg/dl (B)(6) 2015 6:47am; 303mg/dl (B)(6) 2015 6:31am; 140mg/dl (B)(6) 2015 10:05pm. No adverse event reported.